Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defib cycling and shock testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.